Manufacturer narrative:
The returned device was found to have a tear in the soft cannula. Due to there being no corrosion or report of fluid leaking on skin, it could not conclusively be determined if the damaged happened prior or post use. During inspection of the soft cannula, a kink was noted, but it is considered to have occurred post use. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose reached 331.5 mg/dl (18.5 mmol/l). The pod was worn between 4 and 24 hours.